Event description:
It was observed that during the device evaluation, the adaptor lock on the camera head exhibited water leakage. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was evaluated. The device evaluation found water leakage due to cable disconnection. In addition, the lock of the adapter was broken. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, handling and general precautions. Caution: do not apply impact to the camera head. Do not apply impact to the camera head, otherwise it may be damaged. Phenomenon 2 IFU applicable area: precautions for cases where endoscope images disappear unexpectedly or freeze cannot be released warning the following items must be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop this product. There is a risk of damaging the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor complaints about this device.